Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced data synchronization at the device level, which took over 5 hours to process approximately 800,000 messages. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the full data synchronization was failed. A technical support specialist performed troubleshooting and identified that port 5277 was blocked. Please raise this concern to hospital information technology (hit) so the port can be unblocked between the device and the application server. Separately, the product support engineer (pse) determined the root cause of the devices failing to complete a full sync. During earlier troubleshooting, the datasync serversnapshotbuildermaxsnapshotage parameter which controls the interval for file sync snapshot generation was changed from the standard 12 hours to 1 hour. Shortly afterward, it was inadvertently modified to 1024 hours (approximately 42 days). This parameter should never exceed 12 hours, and the misconfiguration caused the sync issue. The setting had been restored to the correct value of 12 hours, and the full sync issue has been completely resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced data synchronization at the device level, which took over 5 hours to process approximately 800,000 messages. There were no adverse events or injuries reported based on this event.